Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. The investigation determined the reported hypotube separation appears to be related to circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the device during advancement through the guiding catheter likely kinked the hypotube resulting in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during nc trek insertion into the guide catheter, there was no resistance noted, however, the proximal shaft separated into two pieces. The device was removed without issue and another nc trek was used in replacement. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.